Event description:
Info received indicates the bed will not go into reverse trendelenburg.

Manufacturer narrative:
The tech found the pilot link was broken. The tech replaced the pilot link to repair the bed.